Event description:
Intermittent r wave undersensing noted, leading to false termination of arrhythmia (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).